Event description:
It was reported that the 9800 system had a popping sound from tube during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tube was cleaned, and the high voltage snubber and the coin battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.